Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d9, h3, h4, h6, h10. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as surgical damage. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side rupture confirmed with CT scan. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported right side rupture confirmed with CT scan. Device remains implanted.

Event description:
Patient reported right side rupture confirmed with CT scan. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12/feb/2024.